Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. In an update it was reported surgery took place where the original eon ipg and octrode leads were replaced with a new full proclaim plus system. Both leads were replaced due to not knowing impedance status or integrity. The physician elected to replace everything so that they would have a completely new system.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.